Event description:
It was reported that the customer was hospitalized due to high blood glucose of 700 mg/dl. The customer was experiencing nausea, fatigue, vomiting, coldness, dizziness, and heavy breathing. Troubleshooting was performed. The time, date, settings, and programming were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to remove the cannula, and it was not bent or occluded. The caller stated that the customer changes the infusion set every four to five days. Recommended to change the infusion set every two to three days. The caller stated that she inserts the infusion set while seating, and she uses cold insulin. Instructed to wait for thirty or forty minutes before using the insulin to prevent clogging. It was stated that the customer uses the abdomen area for more than twenty years. Advised to have the doctor to check for possible scar tissue. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.